Event description:
Patient reported, infusion set leaking at the connection of the cannula to the headset. He indicated that his blood glucose was elevated to 400's mg/dl. Patient stated, he attempted to administer a bolus to address the elevated blood glucose and discovered the leak. He indicated that this occurred for the previous 3 infusion sets. Patient did not report any symptoms associated with the elevated blood glucose level. No medical assistance was reported. Product was requested to be returned for evaluation.